Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a failure to capture. Upon a procedure to reposition the rv lead, it was observed that the rv lead was micro-dislodged. The rv lead was successfully repositioned. The patient was stable.